Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in 2008. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.